Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient had the device removed in 2014 or 2015 and was transferred from device registration because they mentioned the device caused pain and was freaking in their body. The patient said the device never cut down on going of the bladder. Patient also had it removed because they couldn't get an MRI. Having to go to the bathroom all the time started in 2000. Agent did not ask about the circumstances that led to the reported issue. The patient had the device removed. The number of times patient went to the bath had subsided on it's own. Patient gets up 3-6 times at night and it use to be 12. The patient sleeps much better now.